Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced high out of range right ventricular (rv) lead shock impedances, measuring above 125 ohms. The rv lead is a non-boston scientific device. No adverse patient effects were reported. This ICD remains in service.